Event description:
It was reported that the patient has been hospitalized for syncope. Patient was later reported to have expired due to sudden cardiac death.

Manufacturer narrative:
No medwatch form was received.